Manufacturer narrative:
Combination product? - corrected.

Event description:
It was reported that the patient is experiencing pain in his scrotum/perineal area since the implant of an artificial urinary sphincter(aus). The patient has experienced pain since the surgery but now the pain has become intolerable. The patient was advised to contact the patient's doctor as soon as possible for assessment and made an appointment to go into the office the next day but was advised to visit the emergency room if any redness, swelling or fever occurs.

Event description:
It was reported that the patient is experiencing pain in his scrotum/perineal area since the implant of an artificial urinary sphincter(aus). The patient has experienced pain since the surgery but now the pain has become intolerable. The patient was advised to contact the patient's doctor as soon as possible for assessment and made an appointment to go into the office the next day but was advised to visit the emergency room if any redness, swelling or fever occurs.